Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. They inspected the luminometer as well as wash station dispenses and aspiration. No issues were found. The cse checked all pumps, probes, syringes, tubing and fittings and found no issues. The grey peri-pump tubing (smn: (B)(4)) which is responsible for aspirating waste from the cuvette at the wash station was replaced proactively. Quality control and a precision run of 30 replicates using multi-diluent ii without issue. The cse followed up with the customer on 03/21/2019 and there has been no further incident. The cause of the event is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin-I (tni-ultra) results were obtained on an advia centaur cp instrument. The sample was repeated on the same instrument and on an alternate dimension exl instrument, resulting lower. The repeat lower results were reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.